Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed as noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported that starting the impella rp flex insertion, a 23 x11 french sheath was implanted and dissection of the right internal jugular was confirmed by intravenous ultrasound. Swan and j wire were in the main pulmonary artery and the scrub technician accidentally pulled both back. The physician could not rewire to the vena cava, and the impella rp flex implant was aborted. The physician stated that it was unsure if the dissection was related to the impella rp sheath or swan/j wires. The patient survived the event.

Manufacturer narrative:
The investigation for the delivery issues and vascular damage has been completed. The product was not returned for investigation. Swan and j wire were in main pulmonary artery and scrub tech accidently pulled both back. It is believed that the scrub tech pulled back too far on the wire and sheath then pushed forward causing the dissection. Dissection of the right ij was confirmed. The guidewire was unable to be rewired and the case was aborted. The cause of the vascular damager peripheral vessel issue was most likely use related with the introducer sheath. The cause of the delivery issue was most likely use related as the guidewire was accidentally pulled back and was unable to be rewired. D.4 revised catalog number, serial number, lot number, expiration date and unique identifier (UDI) # and h.4 device manufacture date as they were not on the initial manufacturer device report number 1220648-2024-16255.